Event description:
The physician was setting up for a case and noticed that the canister had a crack in it. He used another one successfully.

Manufacturer narrative:
Technical eval: the unit had a large crack at the bottom of the canister starting from the center at the mold injection cut off and extending toward the bottom perimeter. Conclusion: the damage may have occurred during packaging and handling at penumbra or during transit. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.